Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria there is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the anterior capsule. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative an anterior capsular tear during laser assisted cataract surgery. The capsule was free and removed without incident; during hydro dissection the lens started to come forward and after phaco an anterior capsular tear was noticed. The surgeon reports the tear may have occurred during hydro dissection but is not certain. Treatment was completed with the planned intraocular lens and no vitrectomy or additional intervention was required.